Event description:
Reportedly, it was tried to pair an implant with the smartview connect (s/n (B)(6)) in january but the pairing failed with a "technical problem" error message. In database event logs, pairing attempts raise an error "an unhandled error occurs in the bo web service.. Mac check in ccm failed".

Manufacturer narrative:
Analysis synthesis: upon reception, the smartview connect was tested and the reported issue was not confirmed, since the device properly connect to the network and could be successfully paired with a test pacemaker. The subject smartview connect is operating as expected, and no software malfunction was identified on the smartview connect. Several hypotheses may explain the limited communication, 1) a slightly deeper implantation of the device, potentially reducing rf signal reach, or 2) environmental interferences or patient-specific anatomical conditions that may attenuate the signal. The results of this investigation are retained and utilized for trending purposes.

Event description:
Reportedly, it was tried to pair an implant with the smartview connect (s/n (B)(6) in january but the pairing failed with a "technical problem" error message. In database event logs, pairing attempts raise an error "an unhandled error occurs in the bo web service.. Mac check in ccm failed".